Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was beeping without battery. Insulin pump had open book image and also had crack. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm and cosmetic damage (crack) at an unidentified location found on 2/23/2022. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the downloaded trace and history files show multiple sequential critical error handling alarms (pump error 63 alarm). On 2/23/2022 at 13:33 there was a pump error 63 (file number = 2005, line number = 9926, variableinfo = 15) alarm that occurred. Per r&d engineering, pump error 63 was generated due to the rf chip error. Suspecting the hw. Critical pump error (open book) alarm and pump error 63 alarms are isolated to the hardware. Device was cut open for visual inspection. No damage or moisture damage was found on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, end cap address label fading, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Critical pump error (open book) alarm and pump error 63 alarms are confirmed, fault isolated to the hardware. Cosmetic damage on the battery compartment (corner of the belt clip rails) and cracked keypad overlay are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.